Event description:
Software bug in the infusion pump causes device date/time to be inconsistent with wireless battery date/time. In certain instances, this causes complete connectivity failure and will not allow the pump to connect to wireless. As such, wireless drug library updates are no longer available. Draining of the battery completely may also reset date/time, causing a wireless connectivity failure that cannot be corrected without physically updating/configuring the device. FDA safety report ID# (B)(4).